Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_ext, serial# unknown, product type: extension. (B)(4).

Event description:
It was reported the patient¿s implantable neurostimulator (ins) underwent premature battery depletion. As a result, the patient¿s ins was replaced. The patient¿s ¿extension was also replaced because of an alleged failure.¿ additional information has been requested. A supplemental report will be filed if additional information is received.